Event description:
Right subclavian catheter placed. Inserted needle under clavicle; guidewire kinked. Catheter wouldn't go in. Physician tried to remove guidewire and catheter together. Unable to remove without force. On chest xray for placement of catheter, portion of guidewire noted to be retained. Following the surgical procedure, the patient was taken to cardiac catheterization for removal of retained wire.